Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that the patient would possibly be undergoing an intraocular lens exchange. The patient was experiencing refractive surprise for the lens implanted in the left eye. Reportedly, the lens was decentered/damaged. Additional information was received, and it was learnt that lens exchange did not happen; however, a lens rotation was performed in a secondary procedure. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.